Manufacturer narrative:
Device was used for treatment, not diagnosis. Literature citation: nakashima, h., et al (2012). Complications of cervical pedicle screw fixation for nontraumatic lesions: a multicenter study of 84 patients. Journal of neurosurgery spine 16, pp 238-247. This report is for an unknown axon with unknown part and lot numbers. (B)(6). (B)(4). Loss of correction >10 degrees, motor paresis, sensory disorder, vertebral artery injury, palsy, adjacent-segment degeneration . The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article: nakashima, h., et al (2012). Complications of cervical pedicle screw fixation for nontraumatic lesions: a multicenter study of 84 patients. Journal of neurosurgery spine 16, pp 238-247. Japan. The purpose of the study was to evaluate the peri and postoperative complications of pedicle screw fixation for nontraumatic lesions and to determine risk factors of each complications. The study was conducted at 4 hospitals and included 84 consecutive patients (45 males; 39 females with a mean age of 60.1 years old. They had posterior cervical reconstruction in which cervical pedicle screws were used. The mean follow up period was 4.1 years (ranging 6-168 months). There were 7 different instrumentation systems used, include two synthes devices: axon and synapse. The other 5 devices were non-synthes parts. Some complications were due to screw misplacements. The complications documented did not specify which instrumentation system was used and therefore all will be included: axon loss of correction >10 degrees (non-union/loss of reduction) = 1 patient with infection. Nerve root injury (n=3); complained of pain in upper extremities or muscle weakness and additional treatment was performed; 2 of these patients had motor paresis with screw removal and recovered within the 1st postoperative year and 1 patient with sensory disorder had screw replacement which resolved within 3 months of surgery. Vertebral artery injury (n=2) from pedicle probe penetration and bleeding was stopped using bone wax. C5 palsy (n=10); c7 palsy (n=1). Pseudarthrosis (n = 2) with 1 patient who had cerebral palsy and 1 with hemodialysis., deep wound infection (n = 1) treated with surgical debridement and IV antibiotics and removal of hardware, adjacent-segment degeneration (n = 1) and had additional surgery 4 years later, transient dyspnea (n = 1), and transient dysphagia (n = 1). This is report 2 of 8 for (B)(4). This report is for an unknown quantity of axon with an unknown part number and lot numbers.